Event description:
Reporter alleged obtaining a result of hi (greater than 600 mg/dl) on the advantage system while feeling fine without any symptoms. Rptr stated he took his normal 5 units of novolog, 45 units of lantus, an unk oral diabetes medication, and that he ate breakfast. Rptr stated he was found passed out about 3 hours later, and the emts were called. Rptr stated the emts obtained a result of 17 mg/dl on their system, and treated him with a glucose injection. No other actions were reported taken, or treatment received. A request was made for the return of the suspect device.